Event description:
It was reported the radiofrequency (rf) head is missing the serial number label. The rf head was returned for service. It subsequently tested out of specification during the manufacturer's analysis. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the device was only missing the backing from the label; the information part was intact. It was also noted that the cable was damaged.